Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints reported from the lot. Based on available information, a cause for the reported leak could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak of the clip introducer, which required additional aspiration as intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and tethered leaflets. During a mitraclip procedure, all devices were prepped per instructions for use (IFU). The first clip was placed with no issues, and the second clip was introduced into the steerable guide catheter (sgc). As the clip was advanced, air had entered the hemostasis valve of the sgc. The second clip was removed and the air was aspirated. All stopcocks were checked. The clip was reintroduced into the sgc. As the clip was advanced, air had entered the hemostasis valve again. The operator decided to use the clip introducer from the first clip. The introducer from the first clip was placed on the end of the second clip. After flushing, the clip was reintroduced into the sgc and advanced with no problem. The clip was implanted. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.